Manufacturer narrative:
(B)(4). Date sent: 07/14/2021.

Manufacturer narrative:
(B)(4). Date sent: 08/03/2021. D4: batch # p5835t. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. After the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Tactile feedback was coming . Did the device staple? Feel the device was properly fired was the staple line complete? Yes , feel by the surgeon were there any staples missing from the staple line? No: feedback from the surgeon . What was the shape of the staples (b-formation, irregular, legs straight)? B-formation were the staples deployed into the tissue? No. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No . Donuts was not perfect . If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? 1/2 to ¾ th of the revolution . How was it confirmed that the anvil was free from the tissue prior to removing? As firing was not satisfied , the surgeon was complete the procedure through hand sewn method . After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Surgeon. Who removed the device? Surgeon. Was the safety reset prior to removal? Yes. What was the users experience with the device? Earlier was good . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, doctor was using cdh33a in the procedure, lar. Tactile feedback was not found & the circular stapler misfire. Surgeon was completed the operation by hand sewing method. No delay. Procedure was successfully completed. There were no patient consequences.